Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that prior to a surgery, it was discovered that the cartridge door of the cusa clarity was broken. A replacement device was not used as one was not present in the facility. The department staff managed to unlock the door of the device that remained 'stuck' and successfully completed the procedure. There was increased surgical time of 30 minutes.

Event description:
N/a.

Manufacturer narrative:
The cusa clarity console (c7000p) was returned for evaluation: device history record (DHR) ¿the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the evaluation confirmed that the clarity console irrigation door was damaged because the sub irrigation assembly's pins dropped out. The carrier backing wall is oversized, the overall width dimension was found to be over the specified length, resulting in low clearance between the carrier backing wall and the irrigation door slideways which resulted in the carrier backing wall not sliding smoothly in the slideway tracks. Root cause - the root cause is confirmed as an irrigation sub assembly issue. A corrective action was implemented in october 2022 related to "clarity carrier backing wall drawing updated to include an additional inspection dimension for improved control of critical feature (overall width)." However, the device in question was manufactured pre CAPA. No further action is required, as no adverse trend is noted. At present, we consider this complaint to be closed.